Manufacturer narrative:
Additional information was provided in h.3., h.6. D9, and h.11. The product was returned for analysis, and the reported complaint was observed. The device was received in a blister tray inside the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. Stress is observed on the nozzle tip. The lens is returned outside of the device in two pieces. One haptic tip is broken torn and is returned lodged in the nozzle tip between the plunger and the inner nozzle wall. The reporter states the use of santen hyaluronic acid as viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of non-qualified ophthalmic visco surgical device (ovd). The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or becoming stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, it was noticed that the a haptic was stuck and torn when implanted the iol. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any impact to the patient. Additional information was received stating that a non-company ovd was used, without any impact to the patient as of now. Additional information has been requested however no further information available.